Event description:
Information was received which indicates that during an electrophysiology study the lead impedance reading was inappropriately high. The physician performed an invasive procedure to evaluate the system and elected to remove the leads, (the pt also had another model 4320 lead implanted), from service and implant a transvenous lead. The physician also elected to replace the aicd.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.